Event description:
Device and retention suture deployed intravascular and embolized the popliteal artery requiring surgical retrieval via cut-down.

Manufacturer narrative:
Device and retention suture deployed intravascular and embolized the popliteal artery requiring surgical retrieval via cut-down. Device was used as closure only.